Event description:
During aortic stent graft procedure md was deploying an icast stent in the left renal artery when the stent came off of the balloon. Md was able to retract the balloon but the stent was stuck in the sheath in patient's femoral artery. He pulled the sheath out and retrieved the icast stent. A new sheath was placed in patient.